Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing black spots in device and having breathing problem. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing black spots in device and having breathing problem. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of water ingress and white, gray, yellow dust like contamination in the air outlet, bottom enclosure, edges of front panel, blower box and top of blower. The manufacturer also found evidence of black particle, brown bio-contamination and hair-like objects in the back of front panel, top enclosure, bottom of blower box and bottom of blower. The manufacturer found no evidence of sound abatement foam degradation. The device's event log was reviewed by the manufacturer and found the error log showed different instances of: e53, e-22 and e-101. The manufacturer concludes the contaminates found were consistent with water ingress and an unknown white, gray, yellow dust, hair like objects and black particle contamination, inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.